Manufacturer narrative:
The stent graft remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that the proximal uncovered portion of a tracheobronchial stent graft had occluded by approximately 50%. Reportedly, the patient was implanted with two tracheobronchial stent grafts within an av graft. Reportedly, the proximal uncovered portion of the proximally implanted stent graft began to narrow by 50 percent. A pta balloon was used to dilate the proximal uncovered portion of the stent graft when the balloon rupture occurred. The pta balloon dilatation catheter was removed without incident and imaging demonstrated suitable patency results once the pta balloon catheter was removed. No patient injury.